Event description:
Procedure: axial lumbar interbody fusion (axialif) and posterior spinal fusion levels implanted: l5-s1 approach used: posterior surgical approach it was reported that patient on an unknown date in (B)(6) 2011, patient presented with complaint of pain in her lower back. The patient underwent an axial lif and posterior spinal fusion from l5-s1. The patient was implanted with rhbmp-2/acs. Patient continued to receive follow-up treatment until (B)(6) 2013. Post-op, patient reported to suffer from extreme lower back pain and severe muscle spasms.

Manufacturer narrative:
(B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation.